Event description:
Post op cardiac pt hemodynamically monitored thru swan ganz with vaso active meds. 4 way stopcock with swivel male on vip port of swan ganz. Found stop cock broken at the juncture of 2 stopcocks and vasoactive meds were not infusing. Pt became hemodynamically unstable but was quickly brought back to baseline. No harm to pt. This is the second incident we have had in an ICU this week with this brand stopcock. We will report this to the manufacturer.